Event description:
A malfunction alarm was reported, but there were no notable events prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.